Manufacturer narrative:
(B)(4). Evaluation results: the device passed the homechoice return instrument test / evaluation functional and electrical tests and was functioning within specification. The root cause of the increase intraperitoneal volume (iipv) found in the device logs was insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 1700ml and the ultrafiltration was 1959 ml . This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.